Event description:
International affiliate (custom pack) reported to us that they received a complaint from one customer that reported two cases of sands of sahara syndrome (sos) [also known as diffuse lamellar keratitis (dlk)]. Note: this MDR is for case 2 of 2 cases. The surgeon suspects the surgical spears. Pt treated with dexamethasone, neomycin (as preventive treatment). Celestene(betamethason), tobradex every hour since the second surgery. Visual acuity at d+1: 1/10. Presence of diffuse opacities. In 2008 confirmed that a second surgery had already done at d+1. Refractive consequences unk for the moment. Add'l info has been requested.

Manufacturer narrative:
Alcon submitted MDR's for these same events on 05/09/2008 MFR report # 3002037047-2008-00024 for case 1 of 2 MFR report # 3002037047-2008-00025 for case 2 of 2 three unopened foil packs of ocucel spears have been returned for evaluation. The sponge material meets the current specifications and spear tip has the correct shape. No fiber, flash, loose particulate, and no strings of material were found. No specific defects were identified that could be considered a confirmed cause of the dlk reported by the complainant. The diffuse lamellar keratitis can occur sporadically and has a variety of potential causes including talc from gloves, oil wax, metal fragments, silicates, bacterial endotoxin, epithelial defects, substances produced by laser ablation, particles from eye draped, meibomian gland secretions and povidone iodine. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.